Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Out of range high measurement occurred on the rv lead. A lead warning occurred on (B)(6) 2013.

Event description:
It was reported that the right ventricular lead had triggered a warning for high impedance and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b bi-ventricular implantable pulse generator, (B)(6) 2010. (B)(4).